Manufacturer narrative:
Date of event: the exact date of the event is unknown, event occurred in last month. Explant date: (B)(6) 2021. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 18230880.

Event description:
It was reported that the patient underwent a lead explant procedure for an unknown reason. The explanted devices were returned. No further information has been obtained despite good faith efforts.